Manufacturer narrative:
Failure analysis summary: further analysis of the main printed circuit board (pcb) confirmed the unit failed the ventricular pulse noise test. However, the high measurement on the automated test console was found to be due to noise from the automated test console combined with the device noise. Although it was confirmed that the unit failed the ventricular pulse noise test, the ventricular pulse noise level measured was within device specifications. No defect was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) failed incoming testing for ventricular pacing pulse noise. The main printed circuit board (pcb) was electrically out of specification. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for preventative maintenance subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.